Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient was scheduled for placement of an inferior vena cava (ivc) filter prophylactically prior to surgery. The right common femoral vein was accessed and a venogram demonstrated a normal caliber ivc . The filter was then deployed at the l2 and l3 interspace without incident. The patient tolerated the procedure well. Approximately three months post filter deployment, CT imaging performed for shortness of breath and chest pain demonstrated a very small sub centimeter pulmonary thromboembolism in the right lower lobe pulmonary artery. The patient was discharged in improved condition on hospital day four. Approximately six years six months post filter deployment, the patient presented for a consultation to consider filter removal. An abdominal x-ray obtained demonstrated the filter in good position without any limb detachment or tilt. The physician indicated that since the patient was asymptomatic, filter retrieval was not recommended.

Event description:
It was reported that a vena cava filter was deployed for a history of deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic surgery. At sometime post filter deployment, the patient experienced a pulmonary embolism. Reportedly, no attempts have been made to retrieve the filter.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient was scheduled for placement of an inferior vena cava (ivc) filter prophylactically prior to surgery. The right common femoral vein was accessed and a venogram demonstrated a normal caliber ivc . The filter was then deployed at the l2 and l3 interspace without incident. The patient tolerated the procedure well. Approximately three months post filter deployment, CT imaging performed for shortness of breath and chest pain demonstrated a very small sub centimeter pulmonary thromboembolism in the right lower lobe pulmonary artery. The patient was discharged in improved condition on hospital day four. Approximately six years six months post filter deployment, the patient presented for a consultation to consider filter removal. An abdominal x-ray obtained demonstrated the filter in good position without any limb detachment or tilt. The physician indicated that since the patient was asymptomatic, filter retrieval was not recommended. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately three months post filter deployment, CT imaging demonstrated a very small sub centimeter pulmonary thromboembolism in the right lower lobe pulmonary artery. Therefore it can be confirmed that the patient experienced pe after filter implantation. The relationship between the filter and pe, along with the origin of the pe is unknown based on provided information. The investigation is therefore inconclusive for any deficiency with the device. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: recurrent pulmonary embolism, this has been reported despite filter usage. It is not known if thrombus passed through the filter or via collateral means.

Event description:
It was reported that a vena cava filter was deployed for a history of deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic surgery. At sometime post filter deployment, the patient experienced a pulmonary embolism. Reportedly, no attempts have been made to retrieve the filter.